Event description:
It was reported to boston scientific corporation, that a flexima biliary stent system was used for a stenting procedure in the common bile duct (cbd) on a patient. During the procedure, after removal of the stone, the physician tried to release the stent yet experienced significant resistance as he attempted to retract the guide catheter. The guide catheter could not be pulled back. The device was withdrawn from the patient, out of the scope and checked. Resistance was not associated with another device. While checking the device, resistance could be felt, which resulted in stretching of the guide catheter. The procedure was complete with another flexima biliary stent system with no reported patient complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).